Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical performed unit verification test and passed. Device was found within factory specification and issue is not reproducible.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation and no exact root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e us touch screen is completely froze not allowing access to any features. Furthermore, there was no patient reported associated with the event.